Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and rec'd results of 407, 407, and 245 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.